Event description:
A report was received that the patient had an infection at the pocket site. It was unknown if the infection was device or procedure related. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.

Event description:
A report was received that the patient had an infection at the pocket site. It was unknown if the infection was device or procedure related. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4). Additional information was received that the physician confirmed that there was no infection present.